Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl, and a blood glucose of 60mg/dl, with cognitive impairment, confusion, and difficulty speaking, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient was miscounting carbohydrates, had a change in nutrition, a change in medication, a change in physical activity without adjustments to their insulin regimen, a significant weight change with out adjustments to their insulin regimen, and a change in pain level. The patient was allegedly overriding the dosage recommended by their bolus calculator feature, and had an incorrect manual calculation of dosage. The basal history totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. All bolus totals matched, and all boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia associated with use error of the pump.